Manufacturer narrative:
(B)(4)

Event description:
A company representative reported that the patient elected to have their pump explanted due to their preference of oral medication over pump therapy. Device will not be returned.

Manufacturer narrative:
The model number and serial number of the explanted pump are unknown. Internal complaint number: (B)(4).

Event description:
It was reported that a pump was explanted. The reason for explant is unknown.